Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their leads were explanted and replaced on (B)(6) 2024.

Event description:
Related manufacturer report number: 3006705815-2024-02352. It was reported that the patient's lead has high impedances and is unable to get into MRI mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.